Event description:
It was reported that an unknown peritoneal dialysis disposable with cassette leaked during dwell four of five on a homechoice (hc) machine. The caregiver (cg) stated that the leak was coming from somewhere and solution leaked on the bed and floor. The technical service representative (tsr) assisted the cg in ending therapy. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A trend review has been conducted and found that similar reports have been received for the reported problem. The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.